Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button anomaly. The pump was received with cracked display window corner, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 87 mg/dl. The customer treated with glucagon. The customer stated that she had a very bad low and could not view the bolus because the pump was locked. The customer stated that the pump kept beeping at him. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.